Event description:
It was reported that after cataract surgery, phacoemulsification, and the implantation of the preloaded intraocular lens (iol) on (B)(6) 2023, the patient had an ocular enucleation of the right eye (od) due to aspergillosis endophthalmitis. On (B)(6) 2024, the patient was treated for endophthalmitis. Vitreous samples were taken and 3 intravitreal injections of vancomycin and ceftazidine were administered. It was noted that the patient improved clinically on (B)(6) 2024 and was returned home. At a follow up ophthalmology consultation on (B)(6) 2024, cultures were sterile and 16s pcr was negative and the patient was still clinically well. The patient was re-admitted on (B)(6) 2024 due to a recurrence of red eye and pain. A vitrectomy was performed, with new intravitreal injections (fortum, vanco, cortico). Introduction of levofloxacin per os and imepeneme IV from (B)(6) 2024 due to persistent inflammation on (B)(6) 2024. There was a new vitrectomy with intraocular silicone injection. The laboratory was called on (B)(6) 2024 due to the presence of filamentous fungi. Treatment with voriconazole began on (B)(6) 2024, with loading dose on day one, then 4mg/kg/d, and intraocular amphotericin b injections on the (B)(6) 2024. On (B)(6) 2024, aspergillus thermotatus from vitreous samples taken on (B)(6) 2024 was identified. On (B)(6) 2024, block for anterior chamber puncture and intravitreal injection of voriconazole were performed. Finally, on (B)(6) 2024, enucleation of od was done. Samples showed the presence of aspergillus despite anti-fungal treatment (on direct examination, but cultures negative) the root cause of the issue is being investigated by the customer. No further detail was provided.

Manufacturer narrative:
Section a2, a3b, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.